Event description:
Spontaneous call from patient who reports pump was alarming no disposable pump won't run. Patient troubleshooted with (B)(6) nurse today. Nurse advised pt to get another pump set. She did not have any cassette lot numbers. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? No. Did we [MFR] replace device? Yes did the patient have a backup device they were able to switch to? Yes if yes, was the patient able to successfully continue their infusion? Yes. Reported to (B)(6) by: patient/caregiver.